Event description:
Rn arrived at patient's home for home health visit. Mom reported patient coughing and spitting up. Ng tube was pulled and then patient vomited a portion of the ng tube. Rn found the weighted end of the tube to be broken apart from the remainder of the tube. The metal was contained inside the tube.